Event description:
In 2002 rptr underwent a right carotid arteriogram. After the procedure the radiology dr used a "vasoseal" collagen plug to seal the access site in order to prevent bleeding. The dr and assisting nurse said that it would dissolve in five days. The next day, rptr noticed pain in the right leg when climbing stairs or walking a distance of 40 steps or more. Eleven days later after two visits to the ER, one ultrasound, two visits to a vascular surgeon and another arteriogram, a 2 to 3 cm occlusion of the right femoral artery was discovered. Rptr had to undergo vascular surgery to remove the occlusion caused by the vasoseal and to repair the artery with a graft.